Manufacturer narrative:
Analysis of the 961578 found a damaged tool. The head of the adjustment screw had tool marks all around and the hex head was slightly rounded out allowing slippage of the tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that suretrak medium was damaged. There was no patient present when the issue occurred.